Event description:
The clinician reported that almost 7 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted peri-implantitis, inflammation and implant mobility in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.